Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It has been reported that the bd¿ needle 26x3/8 ib has been found experiencing two occurrences of needles breaking during use. The following has been provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that two needles that were connected to syringes broke off when customer was filling cartridge with insulin. Description of issue: contact reported that 2 needles that were connected to syringes broke off when customer was filling cartridge with insulin, per contact. Contact stated that these two issues have occurred in the past couple of weeks, per contact. Number of occurrences: 2. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: contact could not provide lot #.